Event description:
The customer reported that the system was arcing and then shut down. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable connectors were regreased. The system was tested and found to be working as intended and put back into service.